Manufacturer narrative:
The medical device problem code was updated. A general reagent issue can be excluded as no further issues and a correct rerun was performed with the same reagent. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The hdl reagent lot number and expiration date were not provided. Investigation is ongoing.

Event description:
We received an allegation about discrepant results for 5 patients' samples tested with hdl cholesterol assay. The samples were supplied from a cobas pure sample supply unit. Sample 1: initial result: 174. Repeat result: 63. Sample 2: initial result: 116. Repeat result: 45. Sample 3: initial result: 244. Repeat result: 51. Sample 4: initial result: 182. Repeat result: 54. Sample 5: initial result: 125. Repeat result: 55. The unit of measurement was not provided. The analyzer that tested the samples was not provided.